Event description:
(B)(4).

Manufacturer narrative:
The device was returned for investigation. Inspection of the device confirmed it had fractured into two pieces just distal to the strain relief covering the shaft to treatment zone junction. The fracture had the appearance of being kinked, then straightened which cracked the potting under the strain relief. During operation, the cracking increased. When traction was applied to remove the device, it fractured. The exact cause and time of the kinking could not be determined.